Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported an infection on the sensor site, with symptoms of inflammation and the area was filled with pus, which was not confirmed as an infection by the hcp.according to the user, the symptoms first appeared on (B)(6) 2025. The infection caused the sensor to fell off on (B)(6) 2025.the user's hcp isn't aware of the event; user was advised to follow up with the hcp for further medical guidance.per dms, the user has not been using the system since (B)(6) 2025.

Event description:
Senseonics was made aware of an incident where user reported an infection on the sensor site, with symptoms of inflammation and the area was filled with pus, which was not confirmed as an infection by the hcp.according to the user, the symptoms first appeared on (B)(6) 2025. The infection caused the sensor to fell off on (B)(6) 2025.the user's hcp isn't aware of the event; user was advised to follow up with the hcp for further medical guidance.per dms, the user has not been using the system since (B)(6) 2025